Event description:
Customer reportedly received the following results on a aviva ii meter, within 10 minutes: 560's mg/dl and 60's mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.